Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent plif surgery at l4/5 level with tsrh more than 10 years ago in the other hospital. Post-op, asd at l3/4 level was observed and revision surgery was performed to fix l3/4 level with solera 4.7. Right screw at l4 backed out. The screw was removed and screw was additionally inserted at right l5. Only screw wright side was fixated at l3-l5 levels (l4 as removed).